Event description:
It has been reported by the customer that either the cpu board or fowler clutch was not operating properly on an unspecified amount of units with unk serial numbers. No injury was reported.

Manufacturer narrative:
Fowler clutch. After speaking with the user facility, it was determined that proper annual maintenance was not being performed, contributing to the failures. Additionally, the majority of serial numbers were unk.